Manufacturer narrative:
It was reported that a patient exited the centrella bed, and the bed exit alarm alarmed locally at the bed but did not annunciate at the nurse¿s station. The patient fell and sustained a subdural hematoma and was transferred to the intensive care unit. No additional injury information was provided. The customer¿s clinical engineer found the nurse call communication cable was not connected to the 37-pin connector on the wall. Attempts to obtain treatment and patient outcome were unsuccessful. The centrella® smart+ bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb (32 kg) and is capable of supporting patients up to 500 lb (227 kg). The centrella® smart+ bed is intended to assist clinical staff by relaying bed data to hospital communication systems for display and monitoring. The device instruction for use (IFU) state when the bed exit alert system is armed and it detects and alert condition for the bed exit mode setting, and audible alert comes on, the amber alert silence control indicator flashes, and a priority nurse call is sent to the nurse¿s station (for beds equipped and connected to a nurse call communication system). The baxter service technician inspected the bed and bed exit alert system, and no malfunction was identified. The device functioned as designed. It was determined that staff did not connect the nurse call cable to the wall. The customer¿s clinical engineer installed a cable and the baxter service technician confirmed proper functionality of the bed exit alert system. A subdural hematoma is a type of bleed that occurs between the skull and the surface of the brain. The most common cause of a subdural hematoma is traumatic head injury such as from a fall or car crash. A subdural hematoma is a medical emergency that can lead to brain herniation, bleeding, or seizures if left untreated. It is likely the patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury occurred. The cause of the event can be contributed to use error. If this use error were to recur (failure to connect nurse call communication cable to wall), it is likely to result in serious injury. Prevention of this type of event is outlined in the device IFU. Should additional information be received, the complaint will be reassessed. Based on this information, no further action is required.

Event description:
It was reported that a patient exited the centrella bed, and the bed exit alarm alarmed locally at the bed but did not annunciate at the nurse¿s station. The patient fell and sustained a subdural hematoma and was transferred to the intensive care unit. No additional injury information was provided. The customer¿s clinical engineer found the nurse call communication cable was not connected to the 37-pin connector on the wall. Attempts to obtain treatment and patient outcome were unsuccessful. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The following additional information was obtained from the facility¿s director of nursing (don) on (B)(6)2024. The patient in this event is an 81-year-old female and was hospitalized on (B)(6) 2023 for pneumonia. On (B)(6) 2023, the patient fell and sustained a subdural hematoma and was transferred to the ICU. Per the don, there was nothing wrong with the centrella bed, nursing staff failed to set the bed exit alarm on the bed. The patient's coumadin was discontinued related to the injury and no additional medical intervention was reported. On (B)(6) 2023, the patient was discharged to a rehab facility alert and oriented with stable subdural hematoma. A repeat CT was planned in addition to follow up appointments with various physicians including oncology for a new 2.2 cm lung nodule finding. On (B)(6) 2024, the patient was readmitted to the hospital for headache and worsening head CT. A head and chest CT were performed, and findings showed minimal residual of old subdural hematoma, sinus cavity clots, and multiple thrombi. Additionally, the patient was diagnosed with jak2 mutation. A pet scan was performed but results were not provided. During this hospitalization, a thrombectomy was attempted but was unsuccessful. On (B)(6) 2024, the patient was discharged to a long-term care facility. No additional information was provided. In this event, the patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury occurred. The cause of the reported event can be contributed to use error. If this use error were to recur (failure to set the bed exit alarm and failure to connect nurse call communication cable to wall), it is likely to cause or contribute to a death or serious injury. Prevention of this type of event is outlined in the device IFU.

Event description:
It was reported that a patient exited the centrella bed, and the bed exit alarm alarmed locally at the bed but did not annunciate at the nurse¿s station. The patient fell and sustained a subdural hematoma and was transferred to the intensive care unit. No additional injury information was provided. The customer¿s clinical engineer found the nurse call communication cable was not connected to the 37-pin connector on the wall. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).